Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verified problem, and cleaned the display bezel to fix the issue. The touch screen was now functioning normally. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Regularly schedule preventive maintenance is being performed by a getinge employee.

Event description:
It was reported that during a routine check performed by the customer, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was not working. It only responded to a heavy touch. There was no patient involvement, and no adverse event reported.